Event description:
The customer obtained (B)(6) vitros hbsag and vitros ahbc results from two different patient samples while using the vitros eciq immunodiagnostic system. Patient 1, sample 2 results: vitros hbsag lot 2640 (B)(6); vitros hbsag lot 2650 (B)(6). Patient 2 sample results: vitros hbsag= (B)(6); vitros ahbc= (B)(6). The (B)(6) results for patient 1, sample 2 were not reported out of the laboratory. The (B)(6) results for patient 2 were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer repeated the patient 2 sample due to patient history and the retest result was considered to be the true result. A corrected report was issued for patient 2. There was no report of patient harm as a result of this event for both patients 1 and 2. This report is number one of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that (B)(6) vitros hbsag and vitros ahbc results were obtained from two different patient samples while using the vitros eciq immunodiagnostic system. Patient 1, sample 2 investigation: the most likely assignable cause for the (B)(6) results predicted from patient 1, sample 2 is unknown, however, the possibility of a pre-analytical sample mix up or an unknown sample interferent cannot be ruled out. In addition, precision testing was not performed to rule out an analyzer or reagent issue. Patient 2 investigation: the most likely assignable cause for the (B)(6) results predicted from patient 2 was analyzer related. An ocd fe performed service actions to multiple subsystems of the eci analyzer, and acceptable precision test results were obtained following service.